Manufacturer narrative:
(B)(4). Lot manufactured from 08/25/2014 to 08/26/2014. The device was received for evaluation. Visual inspection revealed that the red coil cap was separated from the housing. The direct cause of this condition was due to malformed housing. The cause of the malformed housing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor became separated from the housing of the device. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.